Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the port could not be smoothly inserted into the patient cavity and a blue foreign material was noted in the patient cavity after insertion. Procedure: lap colon. Patient status: no patient injury reported.